Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance, a change in r-wave amplitude, and intermittent capture threshold. Imaging showed that the lead had dislodged. The lead was capped on 18 nov and successfully replaced. The patient was stable and asymptomatic.